Event description:
Boston scientific received information that the device and right ventricular (rv) lead detected fluctuating shock impedance measurements from 80 ohms to greater than 125 ohms. The current shock impedance measurement was within acceptable limits. The device was programmed rv to can. The device system would continue to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.